Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the device was visually inspected and noted to be damaged at the dilator tip. The dilator flushed properly before and after decontamination. During vhx testing, it was further confirmed the damaged tip of the dilator, the inner diameter at the distal tip has been reduced as material from the dilator tip appears to have partially collapsed inward. The reported allegation is confirmed through product return testing. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. It was noted that the dilator tip appeared to have a visibly rough/sharp than usual on the end upon opening package. The device was not placed in the sheath. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. It was noted that the dilator tip appeared to have a visibly rough/sharp than usual on the end upon opening package. The device was not placed in the sheath. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) device codes (f10 and h6), in sections f, user facility / importer report information and h, device manufacturers only. The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the device was visually inspected and noted to be damaged at the dilator tip. The dilator flushed properly before and after decontamination. During vhx testing, it was further confirmed the damaged tip of the dilator, the inner diameter at the distal tip has been reduced as material from the dilator tip appears to have partially collapsed inward. The reported allegation is confirmed through product return testing.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. It was noted that the dilator tip appeared to have a visibly rough/sharp than usual on the end upon opening package. The device was not placed in the sheath. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device has been received at boston scientific's post market laboratory.